Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific component deficiency. No additional adverse patient effects were reported. This pacemaker is not anticipated to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific component deficiency. No additional adverse patient effects were reported. This pacemaker is not anticipated to be returned. This supplemental report is being submitted to include the investigation conclusion.